Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient had two previously implanted non-rechargeable implantable pulse generators (ipgs), one of which was confirmed to be completely out of service due to reaching end of life (eol). Given the end-of-service status of one ipg, both ipgs were replaced during the same procedure; however, the reason for replacement of the other ipg remains unknown. Postoperatively, the patient was reported to be doing well. The explanted ipgs could not be collected and will not be returned for evaluation.